Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leaking issue on (B)(6) 2026. The leakage was at the site. The patient blood glucose was 406 mg/dl at the time of event. Patient experienced the symptoms of hyperglycemia, nausea and headache at the time of the event. No further information available.